Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their stimulation is cutting off on its own, and then coming back on suddenly. They indicated that it is very sporadic. The patient communicated with the implantable neurostimulator (ins) at the time of the report, and their programmer showed that stimulation was on. The patient mentioned that they had a bad fall in (B)(6) 2018. They noted that the sporadic stimulation started about 3 weeks ago. The patient was re-directed to follow up with their healthcare provider. Additional information received from the manufacturing representative (rep) indicated that they ran impedance testing in various positions, and impedances were in range. The rep was going to speak further with the healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 39565-30 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were reprogrammed after the lead fell out but it had not been working nearly as well as it used to. The circumstances that led to the lead falling out was the patient had fallen down the stairs and the device stopped working. The patient was reprogrammed so that stimulation as working again and the old setup was deactivated. The patient was going to see their doctor to try to figure out how to get it back to the way it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that when the patient fell, it was directly on their back, but the patient couldn¿t remember if that is when their intermittent stimulation occurred. The rep stated that they couldn¿t replicate the issue in the office the week prior to the report, so none of the impedance measurements were when the stimulation was off. The rep mentioned that they didn¿t discuss what the programmer shows when the event occurs. They stated that the patient kept a log of the events, and they noticed that the issue seems to occur more in sitting position and doesn¿t happen as often when the ins is fully charged. The patient logged that ¿it goes 100% to 50% over and over again, instead of all the way off.¿ the rep was not sure if the patient was describing the charge of the ins, or the intensity of the stimulation. The issue has not been resolved at this time. The patient¿s weight was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that one of the leads from the scs fell out due to a fall few years ago. The patient reported their manufacturer's representative (rep) disabled the program they had been using and switched them to the other one. The rep reported it has not been working nearly as well as it did with the old program. Even turned up all the way to 10.5 it was not strong enough. The patient stated they also liked the way the stimulation felt in the old program much better. Patient was wondering if they had any options in terms of restoring the stimulator to the way it was which worked so well for many years. No symptoms reported. No further complications were reported/anticipated.